Manufacturer narrative:
Section d4, h4: additional information device evaluation: although low speed and pump stop events were confirmed through the analysis of the submitted log file, the evaluation of the replaced external portion of the driveline did not confirm external wire damage that would have contributed to the event. The submitted log file contains data from (B)(6)2019 through (B)(6)2019 . The log file captured low speed and pump stop events on 05nov2019 from 12:21:13 am through 12:24:02 pm while the patient was supported by the mobile power unit. The pump struggled to maintain the pump speed. Following the last pump stop event at 12:24:02 pm, the pump returned to set speed and the patient was switch to battery power. The pump remained above the low speed limit for the remainder of the file. Based on heartmate ii complaint history and similarly reported events, the events captured in the log files appear potentially consistent with a driveline wire issue; however, a specific cause for the event cannot be conclusively determined through the evaluation of the returned driveline. A distal-end driveline replacement was performed on 14nov2019 under work order# 75894 and approximately 20¿ of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test. On one side of the metal connector, the driveline¿s serial number appeared to have been slightly scraped off. The cause of the damage could not be determined but appeared consistent with the metal connector potentially brushing up against an object. The pins of the metal connector were unremarkable. Upon analysis of the outer silicone jacket, a minor cut was observed at approximately 0.5¿ from the metal connector. Upon removal of the outer silicone jacket, the bionate layer had discoloration, however no damage was observed. The metal braided shield breakdown was consistent with the duration of the patient¿s use. Examination of the wires revealed slight kinking on the black and green wires at approximately 3.5¿ from the metal connector but there was no evidence of any breaches or damage to the wire insulation or underlying conductors. The remaining wires had no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Following the driveline repair, the account communicated that there were no alarms since the repair, but the patient remains on ungrounded cable at home. If alarms continue, the clinic would consider a pump exchange but hope they don¿t. The patient remains ongoing on heartmate ii lvas, serial number(B)(6) with no further reported issues. The hmii lvas IFU and the hmii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The patient handbook also contains important warnings relating to pump stops and cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental finding:cosmetic damage: on one side of the metal connector, the driveline¿s serial number appeared to have been slightly scraped off. A minor cut was observed at approximately 0.5¿ from the metal connector. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log files were submitted for patient with complaints of pump stops, low speed and low flow alarms. Log file captured several low speed and pump stop events while connected to the mobile power unit (mpu). Additional information reported that the issues could be suspected external driveline fracture/short to shield. The patient remained asymptomatic throughout and no further pump stops reported since remaining on battery and ungrounded cable. Xrays revealed indeterminate, potential wearing/fracture near where anchor is applied. On (B)(6) 2019, the entire external portion of the driveline was replaced with no issues. The patient will continue to use battery power and no ground cable until analysis of the percutaneous lead is complete. No further information was provided.